Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the federal drug administration that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was given glucagon to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller did not contact medtronic directly. The customer had just changed their infusion set before the incident. The customer's parent believes the recalled infusion sets caused the low. The insulin pump will not be returned for analysis.